Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient went to the hospital to receive an ICD and the lifevest was removed. The patient indicated that the hospital washed the area and put 'something' on it. The patient also indicated that the antibiotics she was given for the surgery may have also helped the irritation.